Manufacturer narrative:
(B)(4) = suture looping. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
The device was not returned to edwards for analysis. Unfortunately, without the complaint product, the root cause of the reported complaint cannot be further investigated.

Manufacturer narrative:
The device was not returned to edwards for analysis. Unfortunately, without the complaint product, the root cause of the reported complaint cannot be further investigated. However, the product instructions for use contain the following warnings regarding deployment of the valve: caution: if an adequate push force is not applied to the handle when deploying the tricentrix holder system, the tenting system will not be secured and will not be able to prevent suture entrapment. Always check for proper deployment. There should be no more space between the handle attachment adapter and the clip. The handle/post assembly should not be able to slide any longer. The holder post should protrude through the leaflets while the three (3) commissures should deflect slightly towards the center of the bioprosthesis. The leaflets will temporarily be wrinkled by the deployed holder post. When the holder is removed following implantation, the leaflets will return to their normal position. Caution: special care must be exercised to avoid placing a strut in front of the left ventricular outflow tract, as it may impair the long-term hemodynamic performance. First tension must be maintained on the sutures as the bioprosthesis is lowered into the annulus; this prevents formation of suture loops that might entrap a leaflet. This, when combined with the fully retracted stent posts when the tricentrix holder system is in place, helps guide the sutures into their correct position behind the struts and onto the sewing ring. Remove the handle prior to tying the sutures. The handle and adapter must be removed as an assembly. Maintain the bioprosthesis placement in the annulus by gently placing forceps or gloved hands onto the holder and cutting the green thread on the white adapter. Remove the adapter and handle assembly as one unit. Caution: avoid looping or catching a suture around the open cages, free struts, or commissure supports of the bioprosthesis, which would interfere with proper valvular function. To avoid suture looping, it is essential to leave the deployed holder in place until all knots are tied. However, if leaving the holder in place obstructs the surgeon's view, all the sutures adjacent to each of the three frame struts must be tied down before cutting the three holder attachment threads to remove the holder. Caution: if the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the frame struts. Special attention must be given to avoid tying the sutures on top of the corners of the holder legs. Before tying each suture, examine the leaflets while holding the two strands of the suture under tension. Distortion or movement of the leaflets during this maneuver suggests that the suture is looped around a strut. At no point before or after holder removal should tension on the sutures be released as this may facilitate formation of loops in the sutures and possible entrapment. It is recommended to place a surgical mirror through the leaflets after the holder removal in order to examine each strut and proper suture placement.

Manufacturer narrative:
Additional manufacturer narrative: this patient also had another valve explanted; please reference medwatch report #2015691-2011-14617 regarding that event.

Event description:
Per the operative report: indications: echocardiogram revealed severe mitral regurgitation. The patient was referred for emergency mitral valve replacement and coronary artery bypass grafting. Preoperative diagnosis: status post sub acute myocardial infarction with severe mitral regurgitation secondary to papillary muscle rupture/severe pulmonary edema. Preoperative intubation; severe cardiogenic shock; preoperative intra-aortic balloon pump; diabetes mellitus. Hypertension; obesity. Preoperative multisystem organ failure with a respiratory failure and renal failure. Description of procedure: interoperate tee confirmed severe mr with a flail papillary muscle and essentially wide open mitral regurgitation. We then turned our attention to the mitral valve. We found that the anterior papillary muscle was essentially completely avulsed and that this had disrupted half the course of the anterior and posterior leaflets. We clearly felt this was not a repairable situation and immediately proceeded with the valve replacement. We preserved those chords, which could be preserved and placed a total of 16 felt pledgeted sutures circumferentially around the mitral annulus, leaving the felts on the atrial surface. The valve orifice was sized to a 29mm magna pericardial bioprosthesis. The sutures were passed through the sewing ring of this valve. The valve was seated in the mandrel, was left in place as we tied the sutures near its post. We then kept the mandrel out and inspected the valve. No sutures had caught 1 of the post despite the mandrel having been in place and it was tied. We carried that 1 suture and attempted to re-replace that suture but this really became an unmanageable situation and we felt that it would be easier to reseat and new valve and simply pulling out this valve and using french eye needles to pass through sutures through a new valve, which has a sutures through the sewing ring of another 29mm magna pericardial bioprosthesis and seated that valve without difficulty. All the sutures were tired with the mandrel in place. Every single suture was tied carefully and extra care was taken to make sure that the mandrel was well positioned and in place as all the sutures were tied. We then cut the sutures, inspected and removed the mandrel. We were astonished to see that again a suture had caught the posterior post in the center of the posterior leaflet and this rendered the valve incompetent. I did not feel that this could be managed without removing the valve. We carefully cut all 16 sutures and retrieved all 16 felt pledgets, counting each one very carefully.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to suture looping. According to the surgeon, the mandrel failed to prevent the suture(s) from catching the valve post. No other details were provided.